Event description:
It was reported that the patient complained about the device position and that it was very uncomfortable. The physician elected to revise the pocket and replace the device with one with a physiocurve shape to help reduce the patient's discomfort. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.